Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 20:43:15. During night drain cycle one, the patient's ultrafiltration reading was 1495ml, indicating the home patient (hp) drained 1495ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm during the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages 15-65. The labeling also states, "by selecting bypass, you indicate that you are empty. The system considers your volume zero (0) and delivers your entire prescribed fill volume." If any additional relevant information is received, a follow-up will be sent.